Manufacturer narrative:
The manufacturer did not yet receive the devices for investigation. However it is mentioned by complainant that it will be returned for investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that on (B)(6) 2016 during the fixation of a t trial rasp the handle broke down. This incident caused a surgery delay of 80 minutes.

Manufacturer narrative:
A technical investigation was not possible to be performed, as the device was not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. DHR review results: as no lot numbers were provided for the devices, the device history records could not be reviewed. Event summary: it was reported that the handle broke just after 3 beats during rasping with rasp 16/260. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation revitan straight revision hip system surgical technique states "gently hammer in the definitive distal component and at the same time check the depth of penetration with a ruler. Wait a moment and check again whether penetration of the implant is complete." Which is related to the implantation of the definitive prosthesis. There is no suggestion listed regarding the force to be applied when is required to rasp with the same instrument. Root cause analysis: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. Not possible, a systemic issue with design and/or material properties would have been detected within the complaint summary. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. Possible, lot number was not available, therefore the DHR cannot be reviewed and cannot be excluded. Fracture of instrument due to general corrosion (crevice, pitting, galvanic). Possible, no product returned and therefore cannot be excluded. Instrument breaks or deforms due to off-label / abnormal-use. Possible, it is unknown how the surgeon sued the devices during implantation and cannot be excluded. Conclusion summary the instrument are subject to many load cycle during their live. Moreover, the more they are used the more they undergo to sterilization cycles. These elements, combined with high force applied during surgery may contribute to an unexpected damage/breakage of the instrument. However, these are all suppositions and without the products, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).